Event description:
It was reported to resmed that an astral device had a power issue and main circuit board with a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported power issues could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board required replacement to address this issue. The device was scrapped per request of the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power issue and main circuit board with a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.